Manufacturer narrative:
Evaluation of the returned ace68 confirmed that the device was fractured. The fractured catheter was held together by a small piece of polymer and the coil winds. Based on the damage near the fracture site, this catheter break was likely the result of a kink. If the device is forcefully manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), velocity delivery microcatheter (velocity), penumbra engine (engine), penumbra engine canister (canister), non-penumbra sheath and guidewire. During the procedure, the physician reached the target location with the ace68. When aspiration was turned on, the ace69 did not appear to be aspirating properly, but there was occasional blood coming back. The physician then removed the ace68 to see if the clot was ingested. At this point, the physician noticed the ace68 had almost broke about 10in from the distal tip but was hanging. Therefore, the ace68 was not used for the remainder of the procedure. The procedure was completed by using a penumbra system 5max reperfusion catheter (5maxc). There was no report of an adverse effect to the patient.